Manufacturer narrative:
The device was not returned for analysis. During negative preparation of the 135 cm. Powerflex pro 3 mm. 22 cm. Balloon catheter, air bubbles continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. No additional information including target lesion information was available. The device was not returned for analysis. A device history record (DHR) review of lot 17416210 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural factors are possible. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this file.

Event description:
As reported, during negative preparation of the 135 cm. Powerflexpro 3 mm. 22 cm. Balloon catheter, air bubbles were continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. The product will not be returned for analysis. No additional information including target lesion information is available.